Event description:
Patient (B)(6), a 64-year-old male, had five implants removed four weeks after placement due to elevated levels of tnf-alpha, following the titanium stimulation test. Tnf-alpha is a biomarker used to predict implant failure (jacobi-gresser et al., 2012). Customer reported that the patient had been experiencing cold symptoms, including coryza and a sore throat, for the past week.

Manufacturer narrative:
Adding additional information: patient (B)(6), a 64-year-old male, had five implants removed four weeks after placement due to elevated levels of tnf-alpha, following the titanium stimulation test. Tnf-alpha is a biomarker used to predict implant failure (jacobi-gresser et al., 2012). Customer reported that the patient had been experiencing cold symptoms, including coryza and a sore throat, for the past week. This is a follow up report for this additional information. Correcting manufacturer narrative from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Event investigation will be done and an update will be sent. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code. Health effect - impact code: remove 4621. Medical device problem code: remove 1863. Component code. Type of investigation code. Investigation findings: remove 3221. Investigation conclusions: remove 22. The correct codes for this complaint are: health effect - clinical code. Health effect - impact code: add 4627. Medical device problem code: add 2993. Component code. Type of investigation code. Investigation findings: add 3233. Investigation conclusions: add 50. This is a follow up report to correct these/this code(s).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.